Manufacturer narrative:
(B)(4). Pump passed the operating currents, self test and displacement test. No unexpected battery power loss anomaly noted during test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had off no power alarm. Blood glucose was unknown. The insulin pump will be returned for analysis.